Manufacturer narrative:
Section h10: (b2) added check for "hospitalization - initial or prolonged". (E3) occupation: physician. (H3) the revision reported was likely the result of loosened supporting ligaments and muscles, which allowed for dislocation. Section h11: corrected report source from company representative to health professional.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to dislocation.